Manufacturer narrative:
It was reported that the surgeon was using a reamer size 14 to implant a wagner sl revision ø 14/190, no press-fit was achieved with the stem. Therefore he needed to go to 16/190 which went fine. DHR review results: wagner sl revision ø14/190; ref: (B)(4); lot: 2676725; yield: (B)(4); delivered: (B)(4); scraped: (B)(4); release date: 31.10.2012; no concession found. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Only the implant was available for investigation. No product information for the used instruments were received. Device analysis: the implant appeared inconspicuous with minor scratches deriving from the surgery. The laser marking on the product was correct. The alleged non-conformance regarding the dimensions of the received wagner sl 14/190 could not be confirmed: the relevant dimensions were checked during final inspection with a 100% scope. In addition, a control measurement showed that the stem diameters were within specification. Finally the visual examination did not reveal any conspicuousness and confirmed that the stem was labelled correctly. However, the awl and trial stem used were not available for investigation. In addition, no lot and reference number were reported to us in order to review the quality data. No intraoperative pictures and screenings for a detailed recreation of the reported event were received. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using a reamer size 14 to implant a wagner sl revision 14/190. The trial stem size 14 seemed stable and had rotational stability. The size 14 by 190 implant was then opened and inserted, but it sank into the femur without a strike of the mallet. An x-ray was then taken, which revealed that the implant had at least a millimeter or more on each side. The stem was removed and a trial size 15 was inserted. The surgeon felt unsure about the stability of the size 15, even when it fit better than the 14 trial. Then he tried with a 16 trial stem but he was unable to seat the trial stem, so he reamed halfway down the threads of the reamer with a size 16 and then seated the trial completely, mainly to avoid any fracture of the shaft of the femur. The trial had good fit and rotational stability so the size 16 by 190 stem was opened, inserted and seated completely getting the fit we had previously achieved with the size 16 by 190 trial. The surgery was delayed by 30 minutes.